Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. D4. Attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown tibial component. Unknown articular surface. G2: foreign - event occurred in canada. G2: literature - greenberg, a., braunstein, d., abughaduma, n.r., gross, a., safir, o., kuzyk, p., wolfstadt, j., backstein, d. (2025). Survivorship and complications in revision total knee arthroplasty with a constrained condylar knee implant: a minimum 10-year follow-up study. The journal of arthroplasty, volume 40, issue 12, 3240 - 3245. Doi: 10.1016/j.arth.2025.05.088. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that one knee was revised due to implant fracture following a prior revision total knee arthroplasty with a constrained condylar knee implant. The case was identified within a retrospective study evaluating survivorship and complications of constrained condylar knee implants over long-term follow-up. Attempts have been made and no further information has been provided.